Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that water got into the shower bag.

Manufacturer narrative:
Section a5a, a5b: correction. Section h3: corrected information, product was not received. Manufacturer's investigation conclusion: the report of water ingress into the patient¿s shower bag could not be confirmed as the product was not returned for evaluation and no images of the reported event were provided. It was reported that the shower bag was exchanged and the shower bag has not been returned by the center. If the bag is returned, this investigation will be re-opened for the evaluation the product. The patient remains ongoing on vad support and no further issues have been reported. The hm3 patient handbook provides instructions for showering and the use of the shower bag and states that the bag should be allowed to drip dry completely before being used again. The handbook also states that the wear and carry accessories should be inspected periodically during use. If there are any issues the item should not be used and a replacement should be requested. No further information was provided. The manufacturer is closing the file on this event.